Event description:
Customer reported unexpected negative reaction on a patient sample tested with gammaclone anti-d (monoclonal blend), lot dmb23-3, which expired in 2001. The patient was tested with gammaclone anti-d, lot dmb63-1; a postive (4+) reaction was observed at immediate spin (is) testing. Repeat testing with a second sample also resulted in positive reactions (4+). Methodology used is tube testing.

Manufacturer narrative:
No product was available for return, and the customer did not return sample for investigation testing. Technologist error for the 2001 sample testing could not be ruled out.